Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported skiving remains unknown.

Event description:
Related manufacturing ref: 3005334138-2023-00440 during an atrial fibrillation procedure, skiving was noted. The needle with stylet was advanced up the dilator and allowed to rotate freely. Transseptal puncture was performed, the needle was withdrawn and the sheath was aspirated which produced a small plastic shaving. This occurred with 2 sheaths during the procedure. The procedure was completed successfully without patient complications.